Manufacturer narrative:
On previously submitted report, box b: "adverse event or product problem" was incorrect. In this report, box b: "adverse event or product problem" has been updated/corrected.

Manufacturer narrative:
A voluntary medwatch was received by the manufacturer (mw5113965) regarding an allegation that a user was hospitalized due to his vp shunt causing his csf fluid to drain at a faster rate causing low pressure headaches while using the wisp youth nasal mask with magnets. It was alleged that the pain was so intolerable it caused diminished breathing, an inability to sit-up and excessive sleeping. No mask or headgear was returned to the manufacturer. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time. Correction to section h: type of reported complaint changed to product problem.

Manufacturer narrative:
The wisp youth nasal mask contraindication: use of the mask is contraindicated for patients and their household members, caregivers, and bed partners that may be in close vicinity to patients using the masks, that have implanted devices that may be affected by magnets, including but not limited to: pacemakers; implantable cardioverter defibrillators (ICD); neurostimulators; magnetic metallic implants/electrodes/valves placed in upper limbs, torso, or higher (i.e. Neck and head); csf (cerebral spinal fluid) shunts (e.g., vp (ventriculo peritoneal) shunt), ¿ aneurysm clips; embolic coils; intracranial aneurysm intravascular flow disruption devices; metallic cranial plates, screws, burr hole covers, and bone substitute devices; metallic splinters in the eye; ocular implants (e.g., glaucoma implants, retinal implants); certain contact lenses with metal; implants to restore hearing or balance that have an implanted magnet (such as cochlear implants, implanted bone conduction hearing devices, and auditory brainstem implants); magnetic denture attachments; metallic gastrointestinal clips; metallic stents (e.g., aneurysm, coronary, tracheobronchial, biliary); implantable ports and pumps (e.g., insulin pumps); hypoglossal nerve stimulators; devices labeled as mr (magnetic resonance) unsafe; and magnetic metallic implants not labeled for mr or not evaluated for safety in a magnetic field. Warning: magnets with a magnetic field strength of 400 mt are used in the mask. With the exception of the devices identified in the contraindication, ensure the mask is kept at least 6 inches (approx. 15.24 cm) away from any other medical implants or medical devices that can be impacted by the magnetic fields to avoid possible effects from localized magnetic fields. This includes household members, caregivers, and bed partners that may be in close vicinity to patients that use the masks. Amara view minimal contact full-face mask and wisp/wisp youth have non-magnetic headgear clip replacement parts that can be used in place of the magnetic headgear clips. Mask and headgear not returned to manufacturer.

Event description:
A voluntary medwatch was received by the manufacturer (mw5113965) regarding an allegation that a user was hospitalized due to his vp shunt causing his csf fluid to drain at a faster rate causing low pressure headaches while using the wisp youth nasal mask with magnets. It was alleged that the pain was so intolerable it caused diminished breathing, an inability to sit-up and excessive sleeping. No mask or headgear was returned to the manufacturer. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.